Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "ultra", had a misaligned lens. The issue was found during reprocessing. There was no delay and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the lens is misaligned. Additionally, during inspection, the image was found to be blurry and shadowy. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.